Manufacturer narrative:
Device manufacture date: device manufacturer date could not be determined as the lot number of the device was not provided. The suspect device was not sent to an olympus service center for evaluation. Based on photographs, it appeared that the tip of a syringe was stuck in the luer port of the device. A review of the device history record could not be done because the lot number of the device was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a "check of one-way valve" is included in the quality inspection items which are performed during assembly of this model. Therefore, insertion of the proper syringe tip was thought to be possible. The device's instruction manual of the subject device and the scope with which the user used the device state to use a thirty (30) milliliter syringe. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device was returned to the facility by olympus with a plastic accessory stuck inside. The event was discovered when the device was received and there was no harm or user injury reported due to the event.